Event description:
This is a case report received by baxter. It was reported that on an unconfirmed date an aquarius machine was involved in a check de-gas chamber alarm incident. At the time of the problem it was reported that the machine was set up and ready to use. The machine started priming ok. Once primed and ready to use, it kept alarming check de-gas chamber. The operator was unable to rectify therefore called for assistance from dialysis technician. The dialysis tech seemed to sort the problem and therefore connected patient to machine. The machine seemed to work ok initially, and then air bubbles started appearing. The circuit had air inside. The dialysis technician called again, and the patient disconnected from machine. The machine was taken by dialysis technician for testing. The device was evaluated onsite by a baxter field service engineer (fse). The fse stated that no fault could be found with the unit. No consequences for the patient were reported. The machine was checked by a baxter technician, and the machine is still in use at the unit.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A baxter field engineer visited the hospital to check the machine for any malfunctions. All calibration values were checked, the machine lined, primed and treatment ran without alarms or issues. No fault was found. The machine worked within its specifications and was released for service. As the machine alarmed and no failure was found during technical inspection the exact root cause is undetermined.